Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not retuned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All information was reviewed and investigated, difficult or delayed positioning appears to be related to the anatomical challenge (suboptimal transseptal puncture). Additionally, it also appears that the user technique of (pulling too fast made the clip introducer) resulted in the difficult to remove the clip delivery system from the steerable guide catheter. The damaged gripper is a cascading effect of the difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter reported is being filed under a separate MFR#.

Event description:
This will be filed to report during removal of the cds, the clip became caught on the hemostatic valve of the sgc. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced but due to suboptimal transseptal puncture the cds had bad positioning and aorta hugger. Therefore, it was decided to perform a better transseptal puncture, and the cds was removed. However, the physician pulled to fast and the clip introducer was disconnected from the hemostatic valve of the steerable guide catheter (sgc) handle and the clip became caught on the hemostatic valve and the grippers were damaged. A new transseptal puncture was performed. The sgc was examined and prepared again, but failed valve check. A new sgc and new cds was used to the complete the procedure. One clip implanted, reducing mr to 3. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.